Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it alarmed intermittent circuit occlusion. There was no information if this ventilator was on a patient when the problem occurred, it is currently unknown.